Event description:
The surgeon inserted an aq2010v three piece silicone lens and the haptic broke during insertion. The incision was enlarged, the lens was removed and the wound was sutured.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4) - surgical incision, enlargement of. (B)(4) - surgical procedure, sutures. Results: visual inspection of the returned lens showed the optic was torn and both haptics were torn off and missing. There was a reddish residue on the surface of the lens. Conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened in june 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).